Manufacturer narrative:
Evaluation summary: cartridge complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol), there was a fiber found on the posterior side of the lens. The lens was removed during a secondary procedure. Additional information was requested.

Event description:
Additional information received clarifies this was a loading issue. There is no report of secondary intervention or patient contact. The event is a loading issue.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury or device malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).